Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received concerning this event. No device was returned to nuvasive for evaluation; further, no bloodwork, operative notes and/or radiograph images were provided for review. No information was made available on whether any other devices or products were implanted or placed in the patient's body. At this time, the causal relationship between nuvasive implants and the patient's reported allergic reaction is unknown and a definitive root cause is unable to be determined with the information provided. Labeling review: "...the nuvasive coroent thoracolumbar system is manufactured from...commercially pure titanium (cp ti) conforming to astm f1580, ti6al-4v eli conforming to astm f136/ iso 5832-3, ti-6al-4v conforming to astm f1472..." "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: metal sensitivity or allergic reaction to a foreign body..." "...warnings, cautions and precautions: patients with previous spinal surgery at the level(s) to be treated may have different clinical outcomes compared to those without a previous surgery. Caution must be taken due to potential patient sensitivity to materials. Do not implant in patients with known or suspected sensitivity to the aforementioned materials..." "...contraindications: contraindications include, but are not limited to: 3. Patients with known sensitivity to the materials implanted..." "...pre-operative warnings: only patients that meet the criteria described in the indications should be selected. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial posterior fixation procedure on an unknown date. The patient reported no allergic reaction in relation to the initial fixation. The patient then underwent a second procedure to implant an interbody and additional posterior fixation. Subsequently, it was noted that the patient experienced an allergic reaction approximately seven (7) weeks later and was being treated by another department. Information regarding the type of allergy, symptoms, or other implanted materials was requested but was not available.